Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Moreover, during patient check before ventricular tachycardia (vt) ablation it was noted that six shock impedance were at 0 ohms. Also, lead exhibited high threshold and the rv amplitude dropped from 19 millivolts to 6 millivolts. Boston scientific technical services (ts) then explained that if patient was connected to the ablation equipment, a 0 ohm impedance will be registered due to electromagnetic interference (emi). Further, this lead was explanted. No additional adverse patient effects were reported.